Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Pr (B)(4) follow up MDR for updated device evaluation (sample returned): additional information (updated device evaluation) one sample was provided to our quality team for investigation. Through visual inspection, no damage or other defects were observed. Functional testing was performed in all cases the expansion chamber expanded properly, liquid was able to be drawn from the vial, and the product functioned as intended. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification the product is not damaged, flow rate, and all critical dimensions meet specifications. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Material# unknown batch# unknown it was reported by customer when adding air to the system the expansion chamber did not expand / fill with air. Verbatim: phaseal optima p20 - when adding air to the system the expansion chamber did not expand / fill with air. This caused vial to become over-pressurized and when trying to draw medication led to a hazardous drug spill additional information: the material was a p20 protector unfortunately I do not remember the lot number that the package. There was no harm injury that resulted from the event. The syringe broke from the pressure of the vial since the protector air chamber didn't inflate and the drug spilled in the hood.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.